Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific defibrillation lead exhibited fluctuating right ventricular (rv) pacing impedance measurements of 400 to 1400 ohms. There were no out of range measurements, and a chest x-ray revealed a normal lead position compared to implant. The patient had also reported hearing a "popping" noise thought to have come from their device. Technical services (ts) discussed possible connection or lead issues and recommended troubleshooting options. It was noted that there were no fault codes observed and no evidence of oversensing. Additionally, the varying rv pacing impedances could only be sporadically reproduced in the clinic setting. A revision procedure was performed, during which it was noted that there were no obvious connection issues. There was a small amount of bodily fluid noted in the connector block. The lead was disconnected and reconnected to the device; varying rv lead impedance measurements could not be reproduced at that time. Noise was also observed on the rv and shock channels and one episode of non-sustained ventricular tachycardia. The physician noted they were uncomfortable with this device; therefore, they elected to replace the device and the non-boston scientific lead, and the device was returned for analysis.

Manufacturer narrative:
Upon receipt, the device was thoroughly inspected and analyzed. Visual inspection noted a small dent in the front of the device case and blood residue in the lead barrels and seal plug cavities. No obstructions were noted in the lead barrels, and all seal plugs were intact. All set screws operated normally, and all set screw shanks could be seen in the lead barrels when the set screws were turned down. The battery voltage was noted to be at beginning of life. A test lead was used to perform pin gauge testing on the right ventricular, df+, and df- ports and the results were within design specifications. The is-1 pin of the test lead was then placed into each lead port. Under a microscope, the pin could be visualized beyond the connector block in each port. The set screws were tightened down and the lead could not be pulled out. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.